Event description:
Postoperatively that patient presented with iop elevation and partial stent obstruction due to iris synechiae. Surgical intervention is planned to laser the obstruction. Additional information has been requested.

Manufacturer narrative:
The stent remains implanted in the patient and is not available for evaluation. Device identifiers have been requested. Iop evaluation and stent obstruction are listed in the device labeling as known inherent risks of glaucoma stent surgery. (B)(4).